Event description:
The caller stated that she performed back to back blood tests and received results of 200 and 91 mg/dl. The difference between the two readings fall in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.